Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Electrical measurements revealed high lead impedance due to the helix being in a retracted position and was clogged with dried body fluid/tissue. Normal lead impedance was measured when the helix was in extended position.

Event description:
It was reported that the lead exhibited high lead impedance and threshold. The patient felt thoracic pain and syncope. The lead was not implanted.